Manufacturer narrative:
Manufacturer's investigation conclusion: although the report of alarms and pump stops were confirmed based on the evaluation of the log files provided by the account, a specific cause for the reported events cannot be determined through the evaluation of the returned pump. The pump was returned assembled with the driveline (dl) cut approximately 7.5¿ from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was returned attached to the inlet tube. The sealed outflow conduit (outlet elbow, sealed outflow graft, and sealed outflow graft bend relief) was returned attached to the pump¿s outlet port. The pump appears to have been exposed to a fixative (e.g. Formaldehyde) post-explant. The submitted log files revealed transient low speed events and ultimately a pump stop on (B)(6) 2020 while the patient was supported by the mobile power unit. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hi-pot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to a potential electrical short. The evaluation did not reveal a device-related issue that would have contributed to the reported pump stoppages; however, the entire driveline was not returned for analysis. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a functional or flow issue. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The heartmate ii lvas IFU is currently available. Pump speed, power, flow, and pulsatility index are also addressed in section 1 of this IFU. Section 1 provides an explanation of pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted is that any increase in power not related to increased flow causes erroneously high flow readings. Section 4 notes that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Additionally, section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. Section 2 explains that at least one system controller power cable must be connected to a power source (power module or two heartmate 14 volt lithium-ion batteries) at all times. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental findings: the log files captured elevated powers during pi events. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit was shipped on 26sep2016. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient called to report low speed alarm while connected to wall power. The patient switched to battery and the alarm resolved. The patient¿s system controller was interrogated in the emergency (ed). The patient had alarm almost immediately when placed on wall power. When getting ready to switch to batteries, alarm sounded again, pump was off (noted pump off alarms in history as well). The patient also started to get a controller fault alarm at this time therefore the patient was switched to an ungrounded cable, but unable to get information to display on monitor. Log file revealed low speed and pump stop events on (B)(6) 2020. All while connected to the mobile power unit (mpu). This type of behavior has been linked to potential issues with the percutaneous lead. X-ray image provided does not show any obvious areas of shield breakdown. There is not enough space for another repair. Since (B)(6) 2020, the patient has been on a non-grounded cable or batteries and the log file did not capture any unusual events after the controller exchange on (B)(6) 2020. Additional information reported that the nurse practitioner noticed the patient powers seemed to be creeping up. Additional log file captured persistent pi events which shortened this log file down to a couple days, but pump power appears to show a decrease in overall pump power according to the graph. On (B)(6) 2020, the patient received a heart transplant. No other information provided due to hospital policy.